Event description:
Related manufacturer reference number: 2017865-2021-15377. It was reported that the patient presented for a follow-up in clinic. It was observed that the right ventricular (rv) and left ventricular (lv) leads had greatly increased capture thresholds. The rv lead also exhibited intermittent loss of capture. Programming changes were made. A lead explant and replacement was discussed but did not yet occur. The patient was in stable condition.

Event description:
New information received notes of a lead explant and replacement on 27apr2021 due to dislodgement. The patient was in stable condition post-procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.